Event description:
A male pt involved in a motorcycle accident presented with severe head trauma and cranial fractures. The surgeon operated on the pt and placed a 1104g camino catheter directly into the parenchyma and connected the catheter to a camino monitor. The catheter zeroed properly and produced an intracranial pressure (icp) reading and wave form with no errors. The pt was transported to the surgical intensive care unit (sicu). Upon arrival in the sicu, the "welcome" main screen on the camino monitor appeared and the pressure would not read. There were no error messages. The surgeon tried reconnecting the cables and could not get a reading. A second camino monitor was brought in and connected the same 1104g catheter resulting in the same. It was reported that there was probably something wrong with the location or placement of the catheter. Pt death occurred several days later due to the severity of the head trauma and not from the catheter problem.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.